Event description:
During the procedure it was noticed that the sheath or this device was split. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.